Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose at time of incident was 179 mg/dl. Customer is experiencing intermittent calibration error alerts. Customer is using multiple meters for calibrations. Customer was explained that sensor may be malfunctioning. Customer was advised to change site. Customer was advised to return sensor in use and offered to replace the sensor. Customer reported that insulin pump alarm threshold suspend. Customer's blood glucose at time of incident was 179 mg/dl. Customer doesn't exhibit symptoms of low blood glucose. The customer sensor glucose value is 58 and suspend threshold limit is 60. Customer was explained the differences between sensor glucose and blood glucose.

Manufacturer narrative:
Evaluated one opened/used sensor and did continuity resistance test and sensor failed per specification. Also, found a bent cannula, we were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.